Event description:
The disposable loading unit was used during a colon resection procedure. Reportedly, bleeding was observed at the staple line. The surgeon manually sutured to correct the condition.